Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during shoulder arthroscopy, while using a firstpass suture passer to perform the suture, the device in question failed to suture. Part of the device wire broke and was removed from the patient with greek forceps. The procedure was completed without delay using the same device with the help of wire gripping forceps and grasper forceps. No patient complications were reported.

Manufacturer narrative:
H2: additional information ¿d4: expiration date and lot number, h4: manufacture date¿.

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. According to the report, the procedure was completed without delay using the same device with the help of wire gripping forceps and grasper forceps. Sine there was no other harm alleged to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.